Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the ventricular lead into the connector port of the pulse generator. The is-1 connector was cleaned and the setscrew of the device was loosened but the connector still could not be inserted. The physician elected to no longer use the device and the ventricular lead was successfully inserted into the new device. The patient was in stable condition.

Manufacturer narrative:
Final analysis found foreign material inside the contact spring which contributed to the reported inability to insert the lead.